Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the 4.75 healix advance kntlss br anchor device was broken. According to the reporter, the event occurred when the surgeon was inserting the reported anchor into the burr hole and heard a noise coming from the jammed thread. It was reported that the surgeon saw that the anchor was broken. There is no information if an awl was used. There is no information if the sutures were detached from the ring cleats. Ti was reported that everything was removed from the patient and the original bone hole was used to complete the procedure. It was reported that the surgeon replaced with a new anchor and completed the surgery, which was delayed for 10 minutes. It was reported that the device was brand new and on its first use when the issue occurred. There was no harm to the patient. The backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.